Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient updated patient weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their patient programmer could not power up, however after replacing patient programmer batteries patient was able to sync with the ins and confirmed that they saw as stimulation on message. Patient also reported that the ins was off because they could not feel stimulation and that they went through a security screener at the courthouse and they think it trigger the implant to go off. Patient also reported that after going through the security, she noticed the tingle of stimulation every now and then but was not getting it anymore again. Patient amplitude was increased to a point where they could feel again. No further complications were noted or anticipated.